Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. It was reported that the cause of the motor stall was not determined. The implant date of the pump was unknown.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown morphine (20 mg/ml, 6,796 mg/day) and bupivacaine (20 mg/ml 6,796 mg/day) via implanted infusion pump. It was reported that the patient called the pain unit reporting that their pump alarm was sounding and when the patient arrived to the pain unit with some pain, the doctor interrogated the pump and 2 messages appeared. The pump had reached the elective replacement indicator (eri). To prevent loss therapy, schedule pump replacement by 2024-jul-08 and the other message was caution: possible loss of therapy. According to the logs provided, the patient had a motor stall occur on 2024-apr-24 with no recovery noted in the logs. The eri was first noted on 2024-mar-26 according to the logs. The doctor did a simple bolus to try to start the motor, but it didn´t work. The doctor gave the patient medication to avoid abstinence syndrome and he would program the replacement of the pump for the next month. Surgical intervention was planned. The patient's age, weight, and medical history were asked, but unknown. The patient's status at time of report, 2024-apr-26 was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.